Manufacturer narrative:
The investigation conducted by the field service engineer concluded that the vision issue experienced by the customer was related to the camera controller unit (ccu) and the camera cable. The ccu calibrates and adjusts the brightness levels of the video image from the two high magnification camera heads. The ccu then feeds the image through the video synchronizer to the surgeon's console and assistant monitor. The camera cable connects the camera to the system's vision cart, which then transmits the image to the surgeon's console. The system was repaired by replacing the ccu and the camera cable. As of (B)(6), 2010, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that when the console surgeon sat down in the console, to begin a da vinci s hysterectomy procedure, the left eye image through the high resolution stereo viewer was green and flickering. With the assistance of an isi technical support engineer, the site restarted the system several times, however, the issue persisted. The surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No pt harm was reported.